Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported unintended system motion was observed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device after an interventional arteriogram procedure. Reportedly, the device failed and was removed. It fired early; the suture was still in the device. Another proglide device was attempted. The device was deployed and the plastic tip separated in the patient. The vessel was incised and the piece was removed. Suturing was used to close. No additional information was provided.